Event description:
Procedures and pt info for two different pt encounters that were not eligible to be combined during an sre, scrolling result entry, transaction. This occurred in the following scenario: 1. The institution's database was defined to allow the combining of information for two pt encounters in sre when one of the encounters was assigned a user defined temporary encounter number. 2. During the sre transaction, a screen was displayed and pt names were listed in lines 01 and 02 that met a user defined name matching criteria but did not meet the criteria but did not meet the criteria for the combining of info. The message, "not a temporary/autologous patient" was displayed at the bottom of the screen and the names were cleared from the screen. 3. The user pressed return to continue the transaction and allow for the display of add'l names. 4. A name was listed on the screen in line 01. All subsequent line numbers on the screen were blank. 5. The user entered line 01 (name listed) and line 02 (whick was blank) in the line number selection prompt at the bottom of the screen. In this scenario, the pt name/encounter that was previously listed in line o2, but was not eligible to be combined, had been cleared from the screen but not from the software memory. The pt encounter for which the sre transaction was being performed was combined with the pt encounter listed on line 02 of the previous screen viewed when the user entered line 01 and line 02 in the line number prompt. No add'l occurrences of this issue have been reported by hospital or by other cerner clients which use the pathnet blood bank products.

Manufacturer narrative:
H10. Additional MFR narrative as noted in the original report, software modifications were instituted to correct this issue. A software notification, identifying the issue, the software modification number, and the workaround procedure to be implemented until the software modification is tested and installed in the client's production environment was distributed to all potentially affected clients 10/24/1997. The modifications were documented with pim 32623 (release 306). The modification is available to cerner clients with revision level 78. Written confirmation from the client that reported the issue was received by cerner on 3/31/1998 of the installation of pim 32623 in the client's production environment and of the resolution of the issue at the site.

Event description:
Procedures and pt info for two different pt encounters that were not eligible to combined during an sre, scrolling result entry, transaction. This occurred in the following scenario: 1. The institution's database was defined to allow combining of info for two pt encounters in sre when one of the encounters was assigned a user defined temporary encounter number. 2. During the sre transaction, a screen was displayed and pt names were listed in lines 01 and 02 that met a user defined name matching criteria but did not meet the criteria for the combining of info. The message, "not a temporary/autologous pt" was displayed the the bottom of the screen and the names were cleared from the screen. 3. The user pressed return to continue the transaction and allow for the display of add'l name. 4. A name was listed on the screen in line 01. All subsequent line numbers on the screen were blank. 5. The user entered line 01 (name listed) and line 02 (which was blank) in the line number selection prompt at the bottom of the screen. In this scenario, the pt name/encounter that was previously listed in line 02, but was not eligible to combined, had been cleared from the screen but not from the software memory. The pt encounter for which the sre transaction was being performed was combined with the pt encounter listed on line 02 of the previous screen viewed when the user entered line 01 and line 02 in the line number prompt. No add'l occurrences of this issue have been reported by hospital or other cerner clients which use the pathnet blood bank products.